Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a piece broke off in patient during procedure. Procedure lasted 1 hour longer due to looking for piece that broke off". Additional information received states that "a piece of one of the arms of the alligator forceps broke off during the case and so we had to get the fluoroscopic guidance per radiology to help find the missing piece and then remove it from the patient's abdominal wall." All pieces were successfully removed from the patient. Another device was not used to complete the procedure. No patient harm or injury. The patient status is reported as "good".

Event description:
It was reported that "a piece broke off in patient during procedure. Procedure lasted 1 hour longer due to looking for piece that broke off". Additional information received states that "a piece of one of the arms of the alligator forceps broke off during the case and so we had to get the fluoroscopic guidance per radiology to help find the missing piece and then remove it from the patient's abdominal wall." All pieces were successfully removed from the patient. Another device was not used to complete the procedure. No patient harm or injury. The patient status is reported as "good".

Manufacturer narrative:
(B)(4). The reported complaint of " piece broke off in patient during procedure" was confirmed upon the visual inspection of the returned pgac300 minigrip alligator grasper. The returned device was in a plastic bag with outer "disinfection tag". Part was found to have the jaws bent, with one broken off. All other parts were intact. No manufacturing flaws were observed. A device history record review was performed, and no relevant findings were identified. The root cause of the damaged device was undetermined. A possible root cause could be caused during shipping and handling due to excessive force or incorrectly arming the device before inserting or guiding through the body. It was also possible that the user did not fully arm the device and attempted to insert the device with the jaws exposed. No further actions required at the time of the report. Teleflex will continue to monitor and trend on complaints of this nature.